Event description:
It was reported that an alarm 30 was triggered on a pump while in use, causing the cartridge alarm to recur, and the issue did not lead to the customer's blood glucose level exceeding 500 mg/dl. Despite assistance from customer technical support in loading a new cartridge, the problem persisted. As a result, the pump was replaced, and the device is set to be returned. No additional information was provided.